Event description:
It was reported that the right ventricular (rv) lead exhibited an acute increase in thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products 4076 implantable pacing lead - 2010-(B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation was breached/cut, and exhibited cosmetic metal ion oxidation (mio) and environmental stress cracking (esc). The helix was distorted/compressed. Blood was found on the proximal conductor (not obstructed), and blood and body tissue were found on the distal end of the electrode. The lead exhibited apparent explant damage.

Event description:
It was reported that the right ventricular (rv) lead exhibited an acute increase in thresholds. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.